Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in december 2008 and performed to spec up to january 2010. The info obtained from this device showed evidence that the device had been stored outside the recommended storage conditions (0 degree celsius to 50 degrees celsius / 32f to 122f). There was also evidence to show that the device was switching itself on automatically, resulting in manual power-ups of 10 minutes in duration. Investigation confirmed a fault with the membrane. This caused the device to switch itself on automatically, which has the potential to cause premature depletion of the pad-pak (battery). The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.